Event description:
It was reported that the pump touch screen was cracked and unreadable. It was reported that the customer experienced an elevated blood glucose (bg) level of 168 mg/dl. The customer reverted to an alternate method in insulin therapy.